Event description:
The reported description notes that the bedside monitor did not alarm for a spo2 desaturation condition. No pt harm was reported.

Manufacturer narrative:
(B)(4): the reported description notes that the bedside monitor did not alarm for a spo2 desaturation condition. No pt harm was reported. The analysis of the alarm logs from the attached central station show that there was a single red desaturation alarm at 9:11 am for the bed and date reported. The alarm logs are most consistent with the alarm being acknowledged at the bedside monitor. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.